Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During procedure, the balloon burst at 15mm during inflation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital, (B)(6). Block h6: imdrf code a0402 captures the reportable event of balloon burst.